Event description:
The sensor signal stopped after a few days of implantation, and the pso-4000 monitor suddenly shut down. Despite several attempts on three different monitors, it was impossible to restart the monitoring. The catheter has been changed to be able to restard it.